Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The mvs was not starting up. After switching on the mvs the system gave a rad fluoro calibration message. When clicking ok, the message "program not responding" came up and the mvs switched off automatically. Reinstalling the software didn't work. The medtronic representative returned to replace parts. Replaced the uninterruptible power supply (ups), mvs power board and the mvs computer. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The mvs computer, ups power supply and mvs power board were returned to the manufacturer for analysis. They were all found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Although the parts were returned and could not be duplicated, the replacement was reported to have resolved the issue. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that mobile view station (mvs) of the imaging system does not start up anymore. There was no patient present when this issue was identified.